Event description:
It was reported that atrial undersensing or atrial events falling into atrial blanking may be causing device classified false termination of episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.